Event description:
It was reported that the pump declared an altitude alarm, causing the customer's insulin delivery to be suspended. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to remove obstructions from the speaker holes, clean them, and reload the cartridge after the pump died. Although the alarm initially recurred, loading a new cartridge resolved the issue, and the pump resumed normal operation.